Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the device c-body was found to be cracked and with missing probe tip. The bending section was found with excessive broken strands and the image was determined to have excessive broken elements. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed, the device was found with missing probe tip. The root cause of the reported issue is unknown, the likely root cause could be due to user maintenance and or device handling issue.

Event description:
It was reported that during preparation for use, the device was found with cracked c body unit and the probe unit tip was missing. There was no patient involvement on this report. No user impact or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR), the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The probable root cause of the reported issue, as review of the DHR did not find abnormalities or failure related to manufacturing, is likely due to mishandling of the device. As stated on the instructions for use as a preventive measure, the user manual states : do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.